Manufacturer narrative:
An event of a patient undergoing surgery to replace a valve was reported. A returned device assessment, to see if there were any valve abnormalities, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including functional testing prior to release form abbott. Based on the received information the cause of the reported explant could not conclusively be determined.

Event description:
It was reported that on (B)(6) 2015, a 21mm trifecta aortic valve was implanted. On an unknown date, the patient underwent "surgery to replace it." The patient status is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.